Event description:
It was reported that during a laparoscopic gastric bypass procedure, the instrument started to sound strange, a noise that was not recognize by the surgeons or the nurses. They turned the generator off, restarted and then tested the instrument and it still was the same noise. Did the same procedure again, turned the generator off and mounted the handpiece to the instrument and turned the generator on and the generator alarming for "wrong with the generator". They turned the generator off and took a new generator in to the or room and a new instrument. During the time when they were waiting for another generator and instrument to come to the room the or nurse once again mounted the handpiece with the generator, the same generator as they started the procedure with, and then turned the generator on. It did not give an alarm code so they tested the instrument and it was ok. They continued with the operation and then they heard a squeaking sound from the instrument. When the or nurse looked at the screen she saw that the blade of the instrument looked a bit odd. It looked like the white part of the blade (the inactive) looked a bit too big. They took the instrument out and inspected it and they saw that a piece from the blade was broken. They then changed to new instrument. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.